Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the device data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data were analyzed. The inspection revealed a gradual increase of the ventricular pacing impedance with values up to > 3200 ohm and threshold values of 3.2v at 1.0ms. In summary, the lead was not returned for analysis. Based on the information available, no conclusions can be drawn regarding the root cause of the clinical observation. The review of the quality documents confirmed a regular lead manufacturing.

Event description:
Ous MDR - after an implant duration of nearly 6 years a gradual increase of impedance was reported. No adverse patient side effects were reported. The lead could not be explanted.